Manufacturer narrative:
Additional information has been received for this event. Also, the device has not been returned, as such, an actual device evaluation cannot be done. Device evaluation is performed by historical data and communication. This supplemental report is being submitted to provide this information. The serial number of the device is unknown. The device is not returned as it was not considered necessary as no specific issues found with the device. This device was not replaced during the procedure. Since the device serial number of the device is unknown, the device history record (DHR) for over the past year prior to the date of occurrence were reviewed. No abnormalities found from the DHR of the following items which relate to the reported phenomenon: ·seal & cut mode output, ·seal mode output, ·(continuity inspection) conduction, ·(operation check) ultrasonic oscillation, according to the information provided from the initiator, there were no abnormalities in the td-tb400, and it was able to use without any problems. Therefore, the device was not sent back for investigation. The phenomenon that the device causes severe abrasions (melting) of the tissue pad could not be confirmed. The instructions for use for the tb-0535fcs (used with the device) includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets stuck tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Device 3 of 3. It was reported that during a liver resection procedure, the tissue pads of both handles of the device melted. A different device was used to complete the procedure. No patient injury or harm occurred. It was noted the device was inspected prior to use.